Event description:
During use, the light source closed , which affected the normal examination of patients. No harm was caused to the patient. This event occurred at the time to during use. There was no report of patient harm.

Manufacturer narrative:
If additional information becomes available, a supplemental report will be filed with the new information. This device is classified as import for export, therefore 510k is not applicable.

Manufacturer narrative:
Correction information: g4:premarket identification PMA/510(k): this device is not distributed in the USA, therefore the PMA/510(k) number is not applicable. G6: follow up #1. H2:if follow-up, what type? H3:device evaluated by manufacture. H6: coding changed based on the investigation result. Additional information: h4:device manufacture date. Evaluation summary: the hospital replaced the lamp by themselves, then luminance of image became normal. The event was due to the lamp aging beyond its useful life.